Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found no flow, blockage inside the grip, the control body unit had seed lodged/stuck in the handle of the scope and foreign material on the suction cylinder due to insufficient/incorrect reprocessing. Additionally, there were cuts on switches number 1 and 3. The forceps passage had pealing and scratches. The control knob had low tension and angulation was low. The plastic distal end cover had minor dents and scratches. The objective lens and light guide lens had pealing glue. The bending section cover glue had cracks on both sides. The customer later confirmed that they cleaned, disinfected, and sterilized the product before returning it for evaluation, and that they were not sure what the foreign material adhered to the scope was, possible seed. Additionally, it was confirmed there was no delay in the start of pre-cleaning, the customer aspirated the water through the instrument/suction channel. There were no abnormalities in the accessories used for reprocessing. They confirmed they¿ve presoaked the endoscope in detergent solution, they wiped the nozzle with clean lint-free cloths/brushes/sponges, and they flushed the air/water nozzle with detergent solution. There were no other concerns regarding the reprocessing. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the investigation, the reported foreign material could be seeds. However, a definitive could not be identification and root cause could not be established. There was no deviation from the instructions for use (IFU) in reprocessing steps for the area foreign material remained. No physical damage of the device was confirmed at where the foreign material was remained. This issue is addressed in the instructions for use (IFU): ·labelling the suggested event is detectable/preventable by handling the device in accordance with the following IFU. IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Device history record (DHR): whether the subject device was manufactured in accordance with its specifications. We reviewed DHR, confirmed that the device was shipped in accordance with the specifications. Whether nonconformity of the subject device was identified in house the subject device had no nonconformity at manufacturing. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported to olympus, cracking of the grip/handle/control body unit there is something stuck in the handle of the scope. We believe a seed is lodged in the handle the evis exera iii colonovideoscope. The issue was found during reprocessing. There were no reports of patient or user harm associated with this event.